Event description:
It was reported that a pt underwent a midurethral sling and an anterior pelvic floor repair procedure in 2008. Post-operatively at about 29 days, the pt developed a urinary tract infection. The pt was placed on macrobid 150 mg two times per day for seven days. The event is resolved.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria